Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) captures the reportable event of incorrect wire orientation/positioning. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reportable to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed that the cutting wire was observed kinked at the distal section. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found out of specifications due the cutting wire kinked at distal section. There was no other issue noted. The complaint was consistent with the reported event of incorrect orientation. It is the most likely that during the procedure the device could have been damaged due to excessive manipulation of the product, the interaction with the scope or the interacting with other devices. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reportable to be stable.